Event description:
Info regarding this event was received via a medwatch. Us postal date on the envelope is (B)(6) 2010. The event is described as: during a procedure, the tip of the bone hook broke off. The hip was not found. C-arm (x-ray) used to examine site. The tip was not located on the c-arm. Wet reading done and no foreign object located. No pt injury reported.

Manufacturer narrative:
Additional info was requested to determine if the device sample is available for eval.